Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6( health effect - clinical, type of investigation, investigation findings, component, investigation conclusions),h11. A getinge field service engineer (fse) reported that they replaced the screen (0160-00-0113) as a precaution as the malfunction was reported by multiple people. The unit passed all functional and safety tests and was returned to customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during daily check, the cs300 intra-aortic balloon pump (iabp) screen is flickering when turned on. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, d9 (return to manufacture date), g1, g3, g6, h2, h11. Corrected fields - h8. A getinge field service engineer (fse) reported that they replaced the screen as a precaution as the malfunction was reported by multiple people. The unit passed all functional and safety tests and was returned to customer. The following investigation was performed by the technician of the maquet failure analysis and testing dept. (Fat) wayne. The failure analysis and testing dept. Received display w/rtv bead seal with a reported unit failure of screen is flickering when turned on. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed display w/rtv bead seal into the cs300 test fixture and tested the display to factory specifications per the cs300 service manual. The fat could not replicate the complaint of upon turn on the screen would flicker. The fat performed a series of turn ons and turn offs of the cs300 test fixture, and did not observe the screen flickering upon turn on. The cs300 pumped for 1 hour to heat up the components in the display. No flickering of the screen was observed. Retaining the display in the fat per procedure.